Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see any insulin come out of the end of the tubing. The customer changed out their supplies and insulin was seen at the end of the tubing. The customer's blood glucose level was reported at 500 mg/dl. The customer indicated that he did not need any assistance to bring their blood glucose level down.